Manufacturer narrative:
Quality notification # (B)(4).

Event description:
Patient developed osteomyelitis in the area of the implant. - tooth location #29 (us). Single tooth case only. The clinician removed the implant on (B)(6) 2017, completed debridement of the lower right jaw and administered antibiotics prior to the patient being hospitalized. The patient was reported to have been hospitalized for three days initiating on (B)(6) 2017. The patient is a type I diabetic - insulin controlled. As of (B)(6) 2017, the patient was out of the hospital. The clinician continues to follow up with the patient on the following dates: (B)(6) 2017 - follow up, (B)(6) 2017 - follow up, (B)(6) 2017 - site debridement, (B)(6) 2017 - follow up, (B)(6) 2017 - follow up. The clinician is due to see the patient again on (B)(6) 2017. No determination has been made as yet whether or not the patient will be reimplanted or the new treatment plan. However, the patient has recovered from her infection.